Manufacturer narrative:
Blank display due to faulty lcd driver. Unable to verify a21 alarm due to blank display anomaly. No damage found on c13/ib noted. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer recieved a unexpected restart alarm. Customer's blood glucose level at the time 105mg/dl. Advised insulin pump would be replaced. No additional information was provided.